Event description:
It was reported that during procedure, the lead being implanted in the patient had a high pacing impedance and the physician alleged it was fractured. The lead was not used and replaced. The patient was stable throughout procedure.